Manufacturer narrative:
H6: previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, it was found that the cuff of the emg tube was leaking, 5 ml syringe and air was used to inflate. There was no patient involvement.

Manufacturer narrative:
H3: analysis found that only a size 7 trivantage tube was returned in a large plastic sleeve (non-original packaging). There were no traces of contamination observed on the returned device. A syringe was used to inject 15cc of air into the cuff, and the cuff could not be inflated. There was a puncture in the cuff observed. The puncture was located near the proximal end of the cuff. The device failed due to defective condition upon return and the inability to inflate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.